Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 1424279: 921882: no complaint against the device. Device not returned to device analysis. 1337216: no complaint against the device. Device returned to device analysis. 1752372: deflation, pain. Device not returned to device analysis. 1752374: no complaint against the device. Device returned to device analysis. Even though there was one additional complaints of deflation for this lot number, the device has not been returned to confirm the event or to detect a potential workmanship. The search criteria of these queries are mentioned on qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure rev 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (a050401 fluid leak / blood leak). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "deflation". Healthcare professional reported later by rga form "valve leak". This record is for the right-side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: not observed. ¿ valve leak and/or damage: not observed. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, b5, b6, d4, d9, h3, h6.

Event description:
Healthcare professional reported right side "deflation". Healthcare professional later reported through rga form "valve leak". Device has been explanted and replaced.